Event description:
It was reported that this implantable lead was part of system revision due to redness, swelling and infection. No additional adverse patient effects were reported. This implantable lead was explanted.